Event description:
The manufacturer received information alleging a patient reported that he had respiratory discomfort, and the patient was admitted to a base hospital and the ventilator settings were modified. There was no change in the patient's condition even when the ventilator was replaced. The ventilator was returned to the manufacturer for evaluation and an initial evaluation was performed. There was no issue which can be determined as a device failure regarding the reported event. No error was found in the event log which can be judged as unusual. There was no delamination of the foam. A part that needs to be replaced has not been determined. Upon further evaluation, of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additionally, not related to the issue, since damage was confirmed, power cord was replaced to address the issue. There was neither thermal damage nor exposed conducting wires.